Manufacturer narrative:
Section b5: the controller exchange was previously reported under MFR # 2916596-2018-04753. Manufacturer's investigation conclusion: the reported event was previously addressed through MFR # 2916596-2018-04753. The driveline was disconnected to perform a system controller exchange due to a locked timestamp. According to the account, the patient was not symptomatic. The provided log file was reviewed. The log file contained 240 events spanning an unknown amount of days, as the controller¿s timestamp is labeled as 19sep2018 at 12:49 throughout the entirety of the log file. The pump¿s fixed speed and low speed limit (lsl) were 9200 and 8800 rpm respectively. The pump maintained speeds above the lsl while connected to the driveline. Atypical power cable disconnect alarms were observed to occur intermittently throughout the log file while the patient was using batteries ¿ neither cable was flagged as being disconnected, which would indicate a true disconnection. The atypical alarms did not prevent the system from operating at appropriate voltages and pump speeds. Two no external power events were observed, however they occurred when the patient¿s driveline was disconnected in order to perform the reported controller exchange. The controller was reported to be exchanged on (B)(6) 2018. Transient flow and power elevations were observed to occur intermittently throughout the log file, but did not prevent the system from operating appropriately. The transient elevations were unrelated to the reported events. No other notable events occurred throughout the log file. The returned system controller (serial number (B)(4)) was functionally tested and was found to perform as intended. A log file was extracted from the system controller during testing, but contained identical information to the provided log file. The timestamps of the extracted log file were all labeled as 19sep2018 at 12:49. The system controller underwent a second burn-in after its functional testing. The controller¿s history was erased, then a second log file was extracted. The second log file properly displayed time stamps of the data retrieved from the controller, spanning 1 day (07may2019 ¿ 08may2019 per time stamp). The timestamp issue appeared to be intermittent and a root cause was not found, as the issue was not reproduced after clearing the controller's history. The root cause of the reported event was unable to be conclusively determined through this analysis. The current revision of the heartmate ii lvas IFU, document 10006960, rev. C, contains a sub-section entitled flow within the introduction section that states, ¿device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship.¿ they system operations section contains a sub-section entitled replacing the running system controller with a backup controller that explains how to exchange system controllers. Additionally, the patient care and management section explains that ¿the left ventricular assist device will stop if the driveline is disconnected from the system controller.¿ the patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was determined that the date of controller exchange for system controller pc-(B)(4)was 03oct2018, which was previously reported. It was reported from the customer on (B)(6) 2018 that on (B)(6) 2018, the patient had no external power and red heart alarms randomly with position changes while on batteries. The customer subsequently exchanged controller pc-(B)(4) on (B)(6) 2018 without issue. Alarms resolved with controller exchange. The clinician reported the patient was not symptomatic and she did not note any pump stoppage events on the controller's history. Although the customer reported a clock reset, log files confirmed that the clock was locked and did not appear to be reset from a pump stop event. No additional information was provided.

Manufacturer narrative:
Approximate age of device- 1 year, 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported the patient's controller was exchanged for the clock not being set due to an electrical fault. This could potentially be due to a total loss of power of the lvad. The clinician reported the patient was not symptomatic and she did not note any pump stoppage events on the controller's history. The controller was exchanged without issue. The patient's log files and additional information have been requested but neither have been received.